Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had intermittent charging problems that they have never had before. Impedances were all normal. X-rays were taken. The x-rays were reviewed and it was determined the ins was not flipped. It was unknown if surgery was going to occur. Additional information was received from the hcp via a representative on (B)(6) 2020 that the cause was unknown. Replacement was planned for (B)(6) 2020. No further complications were reported.